Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: last basal delivery was on 06/10/15. Five hours basal delivery interruption is observed due to multiple consecutive power on reset (por) events on 06/10/15. The total daily dose (tdd) adds up and equals the programmed basal rate target. Returned battery/cartridge caps were used. The cap contact measurements are within specifications. The battery cap was fastened and then unscrewed ½ turn leading the pump to reboot. Intermittent power complaint is duplicated; inspection shows moisture corrosion on the battery canister terminal. The pump failed a leak test due a leak resulted by a crack between the display lens and the sealing. The ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test, the product delivers within specifications. The pump¿s cover was removed, further moisture corrosion was found to the pcb on the watchdog and the power. The display screen contrast is dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) over 700 mg/dl with vomiting, irritability and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.